Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general duodenal switch surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) arm 1 keeps faulting out. Tse reviewed the logs and found arm 1 axis 4 encoder 23087 faults. Tse had the customer do a hard power cycle of the patient side cart (psc) and fault came back again at power up. The customer was trying to remove the original psc and was getting kick plate message. Tse had them put it in manual to remove it from the room. Tse did notice last week the same arm and axis. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm1) for failure analysis investigation. The unit was analyzed and in log reviews, the 23087 error was found indicating a hall sensor/encoder error on the usm axis 4, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the isa printed circuit assembly (pca) was inspected, and no faults could be identified. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.